Manufacturer narrative:
Reporting the monitor out of caution due to the functional failure. Still waiting for the completion of engineering investigation. The root cause for the functional failure is still under investigation. A supplemental report will be sent upon completion of investigation. Device evaluation of monitor has been completed. The reported problem (service code 2534) was confirmed. Upon investigation it was found the monitor pins were bent. The root cause for the service code 2534 was the bent pins. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Reporting the monitor out of caution due to the functional failure. Still waiting for the completion of engineering investigation. The root cause for the functional failure is still under investigation. A supplemental report will be sent upon completion of investigation.